Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2020, the reporter contacted animas alleging that the patient experienced a blood glucose of 300 mg associated with an alleged inaccurate delivery issue. It was alleged that the patient was treated in the emergency room with unknown treatment. Customer technical support (cts) was unable to determine what the issues were with the pump. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized due to issues with the pump. The pump could not be ruled out as a contributing factor.